Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump would not charge after being plugged into a portable usb port. After plugging charger into a wall adapter for 30 minutes, the pump charged. Blood glucose was within range.